Manufacturer narrative:
Pump passed displacement test. Unit was received with cracked case along the side of the battery tube, cracked reservoir tube lip, partially detached reservoir tube retainer, scratched case, minor scratched lcd window, cracked select button keypad overlay and stained keypad overlay.

Event description:
It was reported call that the insulin pump was damaged when it fell and hit the ground. It was stated there was a crack around the battery cap area. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.